Event description:
Mother called to say patient died while using the diaphragm pacemaker stimulator device that she believes malfunctioned because the screen was blank. Patient was at home with mother as caregiver. Mother alleges that she was in a different room from the patient per his request, watching him on a video camera of some sort. She stated she noticed his chest wasn't rising and falling as it should be so she went into the room and found him unresponsive. Mother states that she bagged patient and called 911. He was taken to a local hospital (not our facility where we placed the device) where he was pronounced brain dead. Mother was asked to return the device but so far she has not.